Event description:
Further information was obtained regarding the status of the introducer; it was noted the introducer was removed during implant when "the physician took out the other side with surgery tweezers" after the piece of the introducer came off. No patient complications have been reported as a result of this event.

Event description:
It was reported that the introducer broke in the proximal portion when the physician was "getting out the introducer" during implant. The status of the introducer is unknown at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).